Event description:
The family member called lifescan on behalf of the pt and alleged the test strips for the one touch basic original meter had a blue membrane. The readings were 25 mg/dl and 20 mg/dl. No symptoms, contacted emergency services, on unk meter the reading was "normal", no treatment by a medical professional or intervention by the pt. Based on the info obtained from the reporter, there is evidence of strip malfunction. The strips were replaced.